Event description:
It was reported that during a da vinci si surgical procedure the large needle driver instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. No broken cables were found. Failure analysis observed multiple clamping pulleys exhibited corrosion around the clamping pulley. Due to some heavy corrosion, wire derailed by clamping pulley to create the stiffness of cables. The evidence was inconclusive, but the damage was likely due to improper cleaning. There are indentations at the edge of the distal pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.